Event description:
The customer reported the loss of the live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ccd camera and associated cables were evaluated and the cables were replaced. The system was tested and found to be working as intended and returned to service.